Event description:
IV drip infusion port of quinton catheter running via alaris IV pump. Blood noted backing up into IV tubing. IV pump not alarming any malfunction. Bp dropped. IV tubing changed and run through same IV pump. No further blood back flow noted. Bp stabilized.